Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type extension product ID 3708660 serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type extension product ID 3387s-40 lot# va1g13c. Implanted: (B)(6) 2017. Explanted: 2025-01-28 product type lead product ID 3387s-40 lot# va2wymg. Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the cause of the infection remains unknown, and the patient is prone to infections. The issue was resolved. The information was confirmed with the healthcare provider.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660; (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2017; explant date (B)(6) 2025; brand name activa; product ID 3708660; (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2017; explant date (B)(6) 2025; brand name activa; product ID 3387s-40; (lot: va1g13c); product type: 0200-lead; implant date (B)(6) 2017; explant date (B)(6) 2025; brand name activa; product ID 3387s-40: (lot: va2wymg); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent a total system explant of the deep brain stimulation device due to infection. The explant occurred on (B)(6) 2025, and the patient was reimplanted with a full system on the same day.